Manufacturer narrative:
(B)(4). Concomitant medical product: persona cruciate retaining femoral, catalog#: 42502606202 lot#: 62763596, nexgen all polyethylene patella, catalog#: 00597206535 lot#: 62807654, unknown nexgen tibial tray, catalog#: unknown lot#: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00083, 0002648920-2018-00012, 0001822565-2018-00084.

Event description:
It was reported that the patient was revised to address instability and laxity. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products- palacose cement # item - 00-1113-140-01 ; lot 78904387. Palacose cement # item - 00-1113-140-01 ; lot 78294383. Reported event was confirmed by review of revision operative notes, which indicates that the surgeon noted instability of the construct in flexion and predominantly in extension. Review of the clinical history provided in the revision operative notes states that the knee had a tendency to collapse into varus and/or valgus malalignment very easily, which has led to the patient experiencing multiple falls. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.